Manufacturer narrative:
The field service engineer performed various checks and adjusted the sample probe. The customer performed calibration and qc which was acceptable. This investigation is ongoing. Unique identifier (UDI) #: (B)(4).

Event description:
The initial reporter received questionable ise indirect na, cl for gen.2 results for two patients with the cobas 8000 cobas ise module. Sample 1: the initial na result was 122 mmol/l. The repeat result was 134 mmol/l. The second repeat result was 133 mmol/l. Sample 2: the initial cl result was 86 mmol/l. The repeat result was 98 mmol/l. The questionable results were not reported outside of the laboratory. The electrode lot numbers and expiration dates were requested but not provided.

Manufacturer narrative:
The last calibration was performed on (B)(6)-2021 and was acceptable. The qc recovery was acceptable. No indication for a performance issue of reagent. The alarm trace contained numerous abnormal sample aspiration and sample short alarms on the date of the event. This is an indication of possible poor sample quality. The field service engineer was dispatched again and indicated that he found contamination in onboard reagent lines. He bleached out and rinsed reagent lines and ran reagent primes with new reagents. He performed checks with no errors. The investigation determined the service actions resolved the issue.